Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose level and also had under delivery. The customer¿s blood glucose was over 500 mg/dl at the time of the incident and current blood glucose 370 mg/dl. The customer was treated with bolus and manual injection. The customer reported that they had no delivery alarm. The troubleshooting was performed and vent was resolved by changing complete set (infusion set and reservoir). The customer alleges pump was under delivering because blood glucose was high for two days already. The customer was advised the pump will need to be replaced. The customer was advised to revert to back up plan per health care professional instructions until replacement arrives. The insulin pump will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No excessive no delivery alarms noted. Pump passed the dat test at 0.08715 inches. Drive support cap was inspected and no anomaly was noted.